Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that she took more insulin than she needed trying to maximize the use of the insulin left in the tubing. Troubleshooting was performed. The customer stated that she was treated with an insulin drip while she was taking to the hospital by the ambulance. Reviewed the programming on the insulin pump and found that the customer was disconnected from the body. The customer stated that there is more insulin in the status screen than the reservoir. Checked the bolus history and showed that the customer bolused twice in different times on the same day. Half hour later the customer's glucose started to drop. Two hours later her glucose went down to 15mg/dl. Ran a self test to ensure that the insulin pump was functioning properly and the test passed. No further information was provided.